Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per investigation that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 8 months due to severe stenosis. The patient presented with acute on chronic heart failure. The procedure was performed with a 26mm 9755rsl transcatheter valve. Per additional information, initial valve-in-valve tavr attempt was unsuccessful due to loss of wire position and inability to advance the valve, requiring removal of the system. The procedure was repeated with a 2nd transcatheter valve with a successful valve deployment and stable outcome.